Manufacturer narrative:
The patient required revascularization of the treated lesion. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Stellarex 0.035 otw drug-coated angioplasty balloon, paclitaxel drug, 3.9 mg, therapy date: (B)(6) 2017, adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries, lot #: fwv16l18a, expiration date: 12/02/2018, (B)(4). (B)(6), PMA number is not applicable. The device is commercial product with a ce mark that was used as part of a clinical registry. / combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, three stellarex catheters were used to treat the target lesion of the left mid and distal sfa. Approximately 6 months post index procedure, the patient reported claudication of the left calf. A successful revascularization of the target lesion was performed on (B)(6) 2017. The physician indicated this is not related to the study device or procedure.